Event description:
The patient reportedly experienced intermittencies with his cochlear implant. The patient was seen at the center, and it was reported that the patient had a loss of lock between his external equipment and implant. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Surgery to explant the patient's device will be scheduled.